Manufacturer narrative:
H6: investigation summary: bd received eight sealed 22 gauge insyte autoguard units from lot 2284590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed visible defects or deformities. Next, the engineer tested the devices for functional retraction. It was noted that three of the units failed to retract in a timely manner but did retract. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect of slow retraction. It was determined that this was a manufacturing defect caused by excessive gel inside of the spring cavity.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract. The following information was provided by the initial reporter: clinicians reported that the needles were slow/sluggish to retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract. The following information was provided by the initial reporter: clinicians reported that the needles were slow/sluggish to retract.